Manufacturer narrative:
Patient information was not made available from the site. Globus spine instrumentation was reported to be used which is not validated for use with medtronic navigated instrumentation. The site was informed of this unapproved use. On 11/27/2015 a medtronic representative performed a navigation system planned maintenance (pm), all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A site biomed representative reported that while in a cervical spine procedure, the surgeon misplaced navigated screws. Noted was that this surgeon was navigating a non-medtronic globus screwdriver mounted on a medtronic navlock system. Cervical clamp was placed on c3 level. 2 screws placed at c3 level and 1 screw placed at the c4 level were too medial, approximately 4-5 millimeters into the canal. The screws were repositioned. No impact on patient aside from dural breaches. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. Noted was that the surgeon was navigating globus instruments (3.5mm drill, taps and drivers) mounted on medtronic navlock systems. Additionally, the globus 3.5mm drill shows a high flexibility, even when used with a drill guide.